Manufacturer narrative:
(B)(4).

Event description:
It was reported the device exhibited a backup vvi alert via a merlin.net transmission. The device was reprogrammed which resolved the issue. No patient adverse consequences were reported.